Manufacturer narrative:
Examination was not possible, as the device has not been returned. Clinical details were provided that the patient had hard bone and that a tap was not utilized to prepare the insertion site. If hard bone is encountered, the biorci tap should be used.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that surgeon requested and opened 7x25 with 8mm head biorci-ha screw for femur, as per rci technique. He did not used a tap and used an appropriate biorci screwdriver, when the screw was being advanced into femur surgeon noted difficulty and screw broke into pieces. Screw remnants were recovered and a backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
One 7x25mm biorci ha screw w/8mm head was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. Approximately 8mm of the distal threads have been broken off and were not returned for examination. Clinical details were provided stating that the patient had hard bone and that a tap was not utilized to prepare the insertion site.